Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that during a surgical implant the healthcare professional broke the screw in half during the implant. The reporter stated they were unsure if the hcp over torqued the screw or what had happened. It was noted the screw was replaced with a screw from another kit. Additional information received reported the implantable neurostimulator and extension were being implanted the day of this report. Additional information was requested, but was not available as of the date of this report.